Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed, and the root cause was identified to be use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on a home choice (hc) machine on during use during dwell 2 of 4 .the home patient (hp) stated that his supply bag was not connected all the way and he will be starting over with new supplies. The baxter technical representative (tsr) explained the alarm to the hp and assisted the hp to cycle power off and on twice to clear alarm and then assisted the hp to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.